Manufacturer narrative:
Section h2 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller was not working correctly and the issue began about a month ago. Patient stated the stimulation would turn on and on by itself. Patient also stated that the top of the controller button was loose. Patient noted that the remote would also have a hard time finding the device all the time. Patient mentioned the controller was only charging up to 90%. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the ac power supply, controller compartment pins, and li battery pack pins. Patient mentioned one pin on the controller port looks dented. The issue was not resolved. A request was sent to the repair department to replace the controller and li battery pack. Other: patient mentioned that the ac power supply was recently replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.